Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
It was reported that the device was beeping following the installation of new pads. Available details indicate that the device had exhibited symptoms of a failure. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The device was not available for investigation. Insufficient information is available to support final failure analysis. The device was not available for investigation. If additional information is later obtained, the complaint will be reopened. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring.